Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported that during the trial phase, the patient would carry a pump in a fanny pack and it got bumped. The patient had a terrible night with a return of symptoms. The patient went to the doctor and it was stated that the pump wasn¿t operating and had been turned off. It was unknown what drug the pump was infusing. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
(B)(4).